Event description:
The ventriculostomy drainage system has repeatedly failed at the connection point between the drainage tubing and the collection bag prior to the initial bag change. This issue has been observed in four separate patients with ventriculostomy setups. The failure consistently occurs at the junction where the drainage bag attaches to the system, resulting in disconnection and potential compromise of csf [cerebrospinal fluid] drainage integrity.